Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain and weakness in the leg. A computed tomography scan (CT) was taken and revealed the presence of epidural hematoma. The hematoma was evacuated and the lead was put back in place. The physician believed that the patients history of blood thinners contributed to the hematoma formation. The patient was admitted after the surgery and was doing well postoperatively.